Manufacturer narrative:
This report was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call of hospitalization for diabetic ketoacidosis. The customer's blood glucose was 387mg/dl at the time of incident. Customer was treated with insulin. The product was not returned for analysis.